Event description:
Customer reported that she was hospitalized due to high blood glucose. Customer states that blood glucose is still high after she changes her infusion set. Customer confirmed that the time and basal rates were correct and adjusted to address high blood glucose. The high pressure test was performed and the insulin pump failed the test. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.